Manufacturer narrative:
B5: executive summary ¿ updated. F10 / h6: clinical signs code grid ¿ updated. Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional testing could not be performed since the device was implanted in the patient. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported event, as the device was not returned and the available information fails to indicate a cause or probable cause for the reported event, an assignable cause of undeterminable will be assigned to the as reported issues ro marker(s) detached/not visible under fluoroscopy and un-retrieved device fragments.

Event description:
It was reported that during the procedure, the subject stent ro marker came loose and migrated. There were no clinical consequences to the patient reported due to this event. No additional information was provided. Additional information received on (B)(6) 2020 indicated that the subject stent was implanted in the left m2 and just the ro marker of the stent detached and migrated away from the target site. The ro marker was left inside the patient vasculature. No medical intervention was performed due to this event.

Manufacturer narrative:
The subject device not returned.

Event description:
It was reported that during the procedure, the subject stent ro marker came loose and migrated. There were no clinical consequences to the patient reported due to this event. No additional information was provided.